Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer's blood glucose reading was 25 mg/dl when the paramedics arrived. The customer stated that he changed the infusion set two days prior to the event and was disconnected during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.